Event description:
Ous MDR - upon interrogation, reinitialization was required. After this, the programmed pacing patterns did not match the actual pacing patterns.

Manufacturer narrative:
After it was received, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated. The battery status "ok" is to be expected after an implantation time of 47 months. The memory content of the implant was analyzed. The analysis of the memory content documented the re-initialization described in the complaint. The cause for the re-initialization could not be clarified based on the available data because the memory of the implant was read after the re-initialization. During the analysis, the follow-up data were thoroughly analyzed, especially the ecgs mentioned in the complaint. The clinical complaint could be confirmed. However, the analysis of the memory excerpt from the programmer showed that these ecgs were recorded during a test procedure. There were no indications of a dysfunction of the pacemaker. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior conforming to the specification in regard to its device functions. In summary, the cause for the re-initialization could not be clarified. It can, however, not be ruled out that external influences have contributed to this clinical observation. After re-initialization, the device behaved properly. There were no indications of a material defect or manufacturing error.